Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the jaw of the vessel sealer extend (vse) instrument was not opening completely on the initial attempt to use. The customer reseated the instrument on the arm and check the drape but was still unable to open the jaw of the instrument. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. The following additional information was obtained from initial follow-up with site's robotics coordinator: the vse was inspected prior to use with nothing out of ordinary to be observed. The issue occurred when user was trying to open the jaws for instrument's use. There was no tissue involved. The instrument was not grasping the tissue. The procedure was completed robotically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Additional observation(s) related to customer reported complaint: the instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged. The complaint was confirmed by failure analysis. The probable root cause is attributed to the manufacturing process.